Manufacturer narrative:
During a troubleshooting with adc customer service it was identified the customer was using expired test strips (exp: apr/2011). This case did not involve a product malfunction. Since the medical event was related to the use error, no investigation of the product is required. This is a final report.

Event description:
A customer reported getting an ER-6 message on their adc meter and as a result of being unable to test, experienced "symptoms including talking crazy, mouth and tongue numb, and thought he was having a stroke around 5:00 pm on (B)(6) 2011." The paramedics were called, initiated a glucose intravenous infusion on the scene and transported customer to a local hospital where he was further treated with intravenous infusion of unknown type. No diagnosis of hypo- or hyperglycemia was reported. In addition, the customer also ate some food to counteract the event. There was no report of death or permanent impairment associated with this medical event.